Event description:
It was reported that the patient presented to emergency room on (B) (6) 2009, due to sharp pain in her implanted ear. At that time, she reported swelling along the back of her ear, down to her jaw line. At that time, she also noted a decrease in her ability to hear and understand with her implanted ear. Patient underwent CT scan, which was reviewed by the physician on (B) (6) 2009, and determined to be within normal limits. She was referred to her audiologist to evaluate internal device function. Per the audiologist, testing showed within normal limits across the array and external equipment checked and exchanged. Patient continued to complain of reduction in overall volume and clarity that could not be accounted for by programming changes. Patient underwent evaluation on (B) (6) 2009, the area around the implant appeared to have fluid type substance beneath the skin that could be pushed on and moved. Based on appearance of fluid/swelling, the patient was referred for medical evaluation. The surgeon reported that he did not find any abnormalities with the implant site, no swelling and does not feel the patient's complaints are physiologic in nature, but most likely an internal device failure. He insists that because the magnet on the coil is adhering, there should be no connectivity issues.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow-up report.